Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2013 a motor stall occurred. It was noted that the reason for the stall was unknown. It was reported that the patient was in pain and discomfort. It was noted that baclofen was continued, action taken with clonidine and hydromorphone was not reported. It was reported that the outcome was recovered for pain and discomfort. It was noted that the outcome of the motor stall was not reported. It was reported that the seriousness and causality were not reported. It was noted that intrathecal pump insertion was noted from (B)(6) 2012 to unknown. It was reported that the pump was used to infuse baclofen, hydromorphone and clonidine since (B)(6) 2008. Additional information has been requested, but it was not available as of the date of this report.